Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged. At predischarge check, the lead was found to be at the right atrium through chest x-ray. This lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Although several cuts in the lead insulation were noted, this damage was confirmed to have been induced by the user.